Event description:
It was reported that during a procedure involving the implant of a 29 mm evfxplus transcatheter aortic valve, severe paravalvular leak was observed, along with an atrio-ventricular block. Of note, the patient had pre-existing arrhythmias. Subsequently, a second, non-medtronic valve was implanted valve-in-valve. Eight days after the valve implant, a permanent pacemaker was implanted due to complete heart block. The patient was discharged home 24 days after the valve implant.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown product ID: l-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.